Event description:
There was an allegation of questionable results from two coaguchek meters compared to a laboratory result using neoplastin. The first meter is coaguchek xs meter serial number (B)(4) using test strip lot 60942022 with an expiration date 31-oct-2023. The second meter is a coaguchek xs pro meter serial number (B)(4) using test strip lot 58078514 with an expiration date 31-jul-2022. This MDR applies to test strip lot 60942022. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot 58078514. On (B)(6) 2022 at 10:26 a.m., the coaguchek xs meter result was 6.5 inr. The coaguchek xs pro meter result was 6.4 inr within 2 hours. The laboratory result was 4.2 inr within 4 hours. The patient¿s therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly unless the result is out of range, in which case testing will occur more frequently.

Manufacturer narrative:
Occupation is patient/consumer (patient's mother). The strips were requested for investigation. Replacement product was sent. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."